Manufacturer narrative:
The customer did not return the suspected product. An in-house contour next one meter was tested with the in-house contour next test strips, which gave satisfactory performance. All readings obtained during the in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the contour next one meter, serial # (B)(4) and no manufacturing anomalies were found. Device manufacture date in the initial report was captured as 18-may-2017. The correct device manufacture date is 14-mar-2017. Has been updated with this information.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Section was left blank as the customer's weight is unknown.

Event description:
The advocate reported that since (B)(6) 2019, the customer's blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the meter for evaluation. A replacement meter was sent to the customer.